Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate since no lot number was provided, no medical device record (mre) review could be performed. Manufacture reference no: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and developed arrhythmias (requiring medication and pharmacologic cardioversion) and pain (requiring medication). On post-procedure day 1, the patient developed inspiration retrosternal pain. An unspecified medication was administered. Issue resolved without sequelae. The principal investigator assessed this event as mild in severity, not serious, unrelated to the investigational device (ablation index module), and probably index procedure related. On post-procedure day 6, the patient developed arrhythmias (not specified). An unspecified medication was administered. Pharmacologic cardioversion was also required. Patient required in-patient hospitalization. Issue resolved without sequelae. The principal investigator assessed this event as mild in severity, serious, unrelated to the investigational device (ablation index module) and definitely index procedure related.